Event description:
A customer reported that an unexpected negative reaction was obtained with capture-r ready-screen (3) on the galileo echo.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files and found that negative reactions occurred with screening cell 2 of lot r220. Visually, the reaction appears positive with a pink background or ring around the cell button. The investigation found that the anti-e was a weak reacting antibody. A review of the antibody identification panels also confirmed the weak reactivity of the anti-e. The customer was made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. An immucor field service engineer performed the unexpected reactions checklist. All results were as expected. The system was tested and operated within specifications with no problems observed. The instrument is operating as expected.